Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was a leak in the r1 tubing. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.

Event description:
A falsely elevated troponin I result of 0.63 ng/ml was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was retested on the same analyzer and a result of 0.04 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was a leak in the r1 tubing.